Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer reported they found the exp filter occluded and the exp tubing connection loose. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien not authorized to service the device. Therefore, the root cause could not be determined.